Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #382534 , lot #5006883. It was reported by customer that 20g 1.16 iagbc would not safety properly. Verbatim: 20g 1.16 iagbc would not safety properly. Catheter was not saved. The needle had a complete failure of retraction. There no patient or personal injuries.

Event description:
No additional information.